Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was leaking. The following information was provided by the initial reporter, translated from japanese to english: the patient tried to puncture it, but it was bent at the base. He attempted to puncture the abdomen, but noticed that the needle was bent because fluid was leaking, and today, january 10th, the patient provided the actual needle to the facility. The patient said that the needle stabbed him straight.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was leaking. The following information was provided by the initial reporter, translated from japanese to english: the patient tried to puncture it, but it was bent at the base. He attempted to puncture the abdomen, but noticed that the needle was bent because fluid was leaking, and today, january 10th, the patient provided the actual needle to the facility. The patient said that the needle stabbed him straight.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 12-feb-2024. H6: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.